Event description:
A review of service data detected a reportable event. During servicing, belt sn (B)(4) failed incoming functional testing. The last patient to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, the belt failed the hi-pot and therapy electrode recognition tests. The cause of the failed tests was an open black pulse wire inside the trunk cable. The root cause of the open wire was unable to be positively determined, but was likely caused by excessive force on the trunk cable. No adverse event resulted from the open pulse wire. The last patient to use this electrode belt did not report any problems.